Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to switch modes. Complainant did not indicate that there was any patient involvement in the reported malfunction

Manufacturer narrative:
The device was returned to zoll medical singapore for evaluation. The customer's report was verified and attributed to the digital board. The digital board will be replaced at zoll singapore if the estimate is approved. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.